Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was intermittently observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump successfully by switching to a different wall adapter. Customer declined to provide additional information regarding the issues. It could not be confirmed if the power source alerts occurred with the same wall adapter.